Manufacturer narrative:
The device was returned to manufacturer for evaluation. The unit was received with the lock having rotational and lateral movement and a residue buildup was present. The unit also received with the plunger stud and cap being apart. The device history record (DHR) was reviewed and showed no abnormalities related to the reported failure. Complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4).

Event description:
A customer reported on (B)(6) 2020 that the a1059 mayfield modified skull clamp will be sent in for repair. There was no known patient injury or delay in surgery.